Event description:
Consumer called stating that hardware allegedly fell out of the boom on her husband's 9805p hydraulic lift. No injury.

Manufacturer narrative:
(B)(4) - no RMA has been initiated for this issue. Model 9805p, serial number (B)(4) was provided by the consumer but is invalid for this device. Age of product is also unknown. The owner's manual part number 1024492 was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a (B)(6) male, (B)(6) weighs (B)(6). The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The product has been checked out and repaired. The malfunction has not been confirmed.